Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of fatigue ('fatigue') in a 50-year-old female patient who had essure (batch no. D40631) inserted. The occurrence of additional non-serious events is detailed below. According to the reporter, the patient had no relevant medical history or concurrent conditions. On (B)(6)2016, the patient had essure inserted. In 2016, the patient experienced fatigue (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic salpingectomy with cornuectomy). Essure was removed on (B)(6)2019. At the time of the report, the fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and fatigue with essure. The reporter commented: essure was removed at patient's request. According to the patient the events were related to essure. Batch no: d40631, production date: 2014-12-17, expiration date: 2017-12-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: quality-safety evaluation of ptc, fatigue incident event. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('removal of the device implanted on the right side') in an adult female patient who had essure (batch no. D40631) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (salpingectomy with laparoscopic coronectomy). At the time of the report, the medical device removal, fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue and medical device removal with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.